Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6931 implantable defibrillation lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary - product ID# 6996sq58 a proximal portion was received measuring 45 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead was fractured. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.